Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. The patient was treated with injection vancomycin (500mg three times a day; route and duration not reported), injection fortum (1g daily; route and duration not reported) and injection heparin (¿1/2ml per bag¿; route, frequency, and duration not reported) for peritonitis. Extraneal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.